Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. Troubleshooting was performed. The customer stated that the insulin pump was exposed to an MRI while staying at the hospital. The displacement test could not be performed due to reoccurring alarms. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. The customer's glucose reading at time of calling was 300mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.